Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the peritoneal dialysis (pd) transfer set and titanium adapter. This was observed prior to use for peritoneal dialysis therapy. When this issue was found, the nurse replaced the product, and another product was used, the problem was solved. There was no allegation against the titanium adapter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3 and h6. Correction to h4 (missing date). H10: the actual device was not available; however, a photograph of the device was provided for evaluation. A visual inspection with the naked eye was performed with no observed issue related to the reported condition. Due to the nature of the sample, no additional testing was able to be performed. The reported condition was not verified during photo inspection. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.